Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was torn/split (possibly cut) into two pieces. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all-documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/05/2009 and 05/19/2009 by phone, fax and mail. A completed questionnaire has not been received.

Event description:
A nurse reported a patient having blurry vision following intraocular lens (iol) implant surgery. The surgeon exchanged the lens four months later due to the myopic surprise. Additional information has been requested.